Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter product ID: non-medtronic product product type: transseptal puncture device product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cryoablation of the final pulmonary vein (right inferior) using the catheter afapro28, the patient experienced ventricular tachycardia that rapidly became ventricular fibrillation. Defibrillation was performed, resulting in a return to sinus rhythm. The case was completed with cryo. The patient was intubated for approximately 24 hours following the procedure and was subsequently extubated the next afternoon. An echocardiogram revealed a low ejection fraction. The patient required an intensive care unit visit and was scheduled for an implantable cardioverter defibrillator implant during the hospital stay. There were no lingering symptoms remained following the extubation. No further patient complications have been reported as a result of this event. On (B)(6) 2025: it was later reported that the ventricular tachycardia first occurred and then nine minutes later the veins were mapped using the achieve mapping catheter. When all of the catheters were removed, the patient went back into ventricular tachycardia and then into ventricular fibrillation. After the defibrillation was performed, a code blue was called.